Event description:
A hospital in (B)(6) reported via a distributor that there was a puncture around the port of an mr290 autofeed humidification chamber. It was reported that the damage was observed prior to pt use.

Manufacturer narrative:
(B)(4). Method: the returned mr290 autofeed humidification chamber was visually inspected for damage and was pressure tested for leaks. Results: no punctures were found in the chamber, however, both of the chamber ports were deformed. White stress marks were observed on the lower sections of the dome near the base. Pressure testing revealed a leak coming from the area around the chamber ports. A lot check revealed no other complaints of this nature for lot number 100223. Conclusion: although there were no punctures found in the chamber, the chamber was found to be deformed. The deformation of the chamber ports prevented the formation of a seal between the chamber ports and a breathing circuit, resulting in a leak. All mr290 autofeed humidification chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks or other causes. Following pressure testing, each chamber is visually inspected. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post-production. It was reported that the deformation was observed by the hospital prior to use. It is likely that the chamber was exposed to temperatures in excess of 60 degrees during transport or storage, causing the chamber to deform.